Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred at the site of the sensor patch adhesive on (B)(6) 2015. Sensor was inserted into the arm on (B)(6) 2015. Patient consulted a doctor about the issue and was prescribed epiceram to use as a barrier between the patient's skin and the adhesive patch. At the time of contact, no additional event information was provided.

Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the patient's arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).